Event description:
Patient was revised to address discomfort, swelling, a large cyst on the joint, and osteolysis.

Manufacturer narrative:
Examination ws not possible as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the root cause of the reported osteolysis could not be determined, it would not be unreasonable to expect some wear after approximately 11 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product error contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.